Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reports that the sensor was not broken.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was break. Customer's blood glucose value was 300 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.